Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, 1 day post implant that the physician had implanted the lead 2 weeks beyond its use before date. The lead remains implanted. No patient complications have been reported as a result of this event.